Manufacturer narrative:
(B)(4).the sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. The cause was identified as the supply bag fell and became disconnected. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3. The patient stated a supply bag fell and disconnected. Gts explained that a large amount of air had entered into the disposable set and had the patient cycle power to the press go to start prompt. The patient was unsure if she was going to start over with new supplies. The patient elected to contact their nurse for further therapy advice. Product surveillance contacted the patient who explained they went to the dialysis clinic right away to perform a manual exchange. The lot number was not available. The patient did not provide any further information. No injury or medical intervention was reported.